Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx des were implanted in the rca. A third resolute onyx des was implanted in the lad which caused a dissection. The dissection was treated with the implantation of a fourth resolute onyx des. The patient recovered. Investigator assessed the event as casually related to the device and antiplatelet medication.

Manufacturer narrative:
The investigator and safety assessed the event as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.